Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, scarring, urinary incontinence, groin pain, leg weakness, painful intercourse, recurring urinary tract infections, pelvic pain, and difficulty emptying bladder. No further information has been provided.